Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-03884 /-03885 /-03886 /-03887 /-06173).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2009 and a total right hip arthroplasty on an unknown date. Subsequently, patient's legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2009 due to patient allegations of pain and loss of range of motion. Review of invoice history confirmed the modular head, acetabular cup and taper were removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right total hip arthroplasty on (B)(6) 2005 and a right hip revision on (B)(6) 2009 due to pain and impingement. Operative report noted the cup was vertical and the acetabulum bone was overlaying the cup. The modular head, taper adapter and acetabular cup were removed and replaced. No revision procedure for the left hip has been reported.